Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
Reportedly, the pump ran out of insulin. Tandem technical support was unable to confirm the sequence of low insulin alerts and alarms in the pump history. The customer acknowledged that they forgot to change out their empty cartridge when they should have which led to elevated blood glucose (bg) was over 600mg/dl. Customer bg was addressed by a correction bolus via the pump. Reportedly, the customer reverted to an alternate form of insulin therapy.